Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that thrombus on the device occurred and the patient also experienced a stroke. On (B)(6) 2017 a 33 mm watchman ® laa closure device was successfully implanted during a laa closure procedure. At the patients 45 day follow-up appointment on (B)(6) 2017, a clot was identified on the closure device. The patient was instructed to continue oral anticoagulant (oac) and follow-up with their primary care physician (pcp). On (B)(6) 2018, the patient was admitted for right upper extremity weakness with blurry vision and ataxia. The patient's international normalized ratio (inr) fell below therapeutic range and they suffered an ischemic stroke. The patient experienced some residual deficits, but they are currently recovering well and their function has returned.

Event description:
It was reported that thrombus on the device occurred and the patient also experienced a stroke. On (B)(6) 2017 a 33mm watchman ® laa closure device was successfully implanted during a laa closure procedure. At the patients 45 day follow-up appointment on (B)(6) 2017, a clot was identified on the closure device. The patient was instructed to continue oral anticoagulant (oac) and follow-up with their primary care physician (pcp). On (B)(6) 2018, the patient was admitted for right upper extremity weakness with blurry vision and ataxia. The patient's international normalized ratio (inr) fell below therapeutic range and they suffered an ischemic stroke. The patient experienced some residual deficits, but they are currently recovering well and their function has returned.

Manufacturer narrative:
Correction: date of this report updated from (B)(6) 2018 to (B)(6) 2018. (B)(4).